Manufacturer narrative:
Information received from a user facility who is not required to complete form 3500a. Evaluation summary: returned for review is a natural hip stem and cocr femoral head. The femoral stem is encased in cement on about 60-70% of its implantable surface. Fracture surfaces indicate that cement was once covering the exposed areas of the implantable stem surface but have been removed, likely during the revision process. The top lip of the attached cement has pulled off of the underside of the stem's calcar support about 1-2mm. It is unknown when this migration occurred. The rest of the stem is in good condition. The returned femoral head is also in relatively good condition. There are a few small scratches on the convex surface, which may have been caused during revision. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised due to loosening. The devices were implanted in 1999.